Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 system had time discrepancies between the console workstation and medstations throughout the hospital. The user stated that they were not able to pull medication for patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ time on meditation ¿ case: (B)(4) ¿ power went out at 5pm est. Please make sure all medstations are communicating and times on workstation, console and medstations are correct a review of the device history record for sn (B)(4) was performed from 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time of the console workstation and medstations were not synchronized. A technical support specialist dialed onto both the console and workstation #1, adjusted the time, accordingly, restarted the ntcomm application, and emailed the customer nathaniel to notify. The system functioned as intended after the technical support specialist troubleshot the device.